Event description:
It was reported that the patient exhibited worsening heart failure and the device exhibited 'metal touching metal'. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688, lead, (B)(6) 2014; 6947m55, lead, (B)(6) 2014; 694958, lead, (B)(6) 2006; 511211, competitor lead, (B)(6) 2006. (B)(4).